Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse discovered a leak in the tubing of an access solution set, specifically at the connection of the tubing and drip chamber. The nurse spiked the facile connector and was in the process of hanging the rituximab bag on the pole and a leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.